Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 1/2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to stenosis. According to the operative report and discharge summary, this is a (B)(6) year old male with tof/pa s/p shunt s/p repair who developed progressive rv-pa conduit stenosis. With the heart beating the previously placed conduit was excised. The pulmonary artery bifurcation edges were freshened. A 22 mm carpentier edwards porcine bioprosthesis was placed end to end to the pulmonary artery bifurcation with 6-0 prolene in running fashion. Furthermore, there have not been any allegations of a product malfunction.